Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, multiple episodes of non-sustained ventricular oversensing were observed. Review of the episodes revealed intermittent oversensing of possible lead noise. Noise could be reproduced when the right arm was raised. The patient is pacemaker dependent. The lead was capped and replaced successfully without adverse consequences.